Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2012. According to the complainant, after the procedure had been completed with this device, the balloon was deflated and withdrawn through the scope without resistance. However, during withdrawal, the distal tip of the balloon detached inside of the scope, not within the patient. It was confirmed no portion of the device detached inside of the patient and no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2012. According to the complainant, after the procedure had been completed with this device, the balloon was deflated and withdrawn through the scope without resistance. However, during withdrawal, the distal tip of the balloon detached inside of the scope, not within the patient. It was confirmed no portion of the device detached inside of the patient and no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: evaluation of complaint device was performed. Visual inspection confirmed that the distal tip broke off below the ro marker. The distal tip was not returned for evaluation. The c-channel was also found to be torn towards the balloon portion of the device. This is consistent with excessive removal force during removal of the guidewire from the catheter. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g. Stone prevents device from being withdrawn or catheter caught on scope elevator). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.